Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A device history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device found bad speaker (audio is intermittently absent). The cause was identified to be damaged rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have a bad speaker (audio is intermittently absent). No additional information is available.